Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was 95 mg/dl at the time of the incident. The customer stated that the sensor glucose level would go below 70 and trigger the threshold suspend. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications also, performed the bicarbonate buffer test and the sensor passed with accurate readings. However, unable to confirm the adhesive anomaly due to the sensor was returned opened and used